Event description:
Customer reported difficulty pressing the pump quick bolus/wake button, requiring multiple attempts to activate the pump screen. There was no reported adverse impact to the customer¿s blood glucose level. Technical support advised the customer to ensure the pump was not connected to a power source and instructed them on proper button-press technique. Despite successfully turning on the pump display, the customer continued to experience difficulty with the button. Suppliers provided a report indicating the pump was out of warranty.